Manufacturer narrative:
The reason for this revision surgery was reported as infection. The previous revision surgery (1st stage) and the revision surgery (2nd stage) detailed in this event occurred 2 days apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at hospital and not made available to djo surgical for examination. This investigation was the second stage of a two stage process to alleviate a patient previous infection. This complaint was to remove an antibiotic construct and replace them with new components. There was no product problem, and the surgery were completed as intended, no further action is necessary. Upon determination that the infection is under control and the tissue is normalized, the construct is removed and new components are implanted. There was no new information regarding cultures identified in the infection, severity of the infection or any patient activities, accidents, or medical contraindications that may have contributed to the previous infection. This event is not the result of a product deficiency, failure or issue. The surgery was completed as intended and without incident. No further action is deemed necessary. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Second revision surgery: infected removed all in 2 stage cement spacer inserted.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - infected removed all in 2 stage cement spacer inserted.

Manufacturer narrative:
1644408-2021-01138 was reassessed and determined to be non-reportable.